Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. It was also found that all keypad buttons required excessive force to activate a response. During investigation, the up arrow, down arrow, and contrast key contacts were observed to be misaligned. The up arrow, down arrow and ok key contacts do not spring back when pressed. It was also observed the contrast key contact intermittently springs back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is responding intermittently. It was reported that the pump rarely gets wet and there is no damage to keypad.